Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the shock from the device was not determined. The actions/interventions that were taken were to avoid the program that caused the issue. The issue has been resolved by avoiding that program.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for motor improvement (improve leg ability). It was reported that yesterday, when his healthcare professional did a new programming with 1+10-12-, amp 4ma, pw300, rate10, patient then had a spasm at his lower back (normally he had a spasm at his leg by his sci condition). Then healthcare professional changed a new setting to 2+3+10-13+, amp 5ma, pw200, rate20, patient had a spasm at lower back again. So she decided to change to old setting which is 0-1-2+4-6-8+9-11-12-13+15-, amp 5ma, pw500, rate20, patient had a spasm again (less than the previous settings). However she said that this setting can be used for 9ma in the past. Then she let her patient take a rest. Patient had pain at lower back for 2 hours. Today she did a programming with the last setting (0-1-2+4-6-8+9-11-12-13+15-, pw500, rate20), but the amp can go up to 5ma without spasm. Today, his symptom seems to be ok. Electrode impedance is ok. Healthcare professional would like to send logs to see if there is anything usual. The issue was not resolved at the time of report. The issue occurred on feb23, at the afternoon. However, the manufacturer representative (rep) tried to get both intellis logs and communication manager logs. But I¿ve got only communication manager logs because the intellis log on feb 24 was missing from the folder. The latest date that appears in the intellis logs folder is jan 5, which is not this patient visit date. The rep also doesn¿t have logs on feb 24, which is the day that patient had no spasm because both intellis logs a nd communication manager logs were missing from the folders. However, today the rep just interrogated patient with a different tablet. There are intellis logs, communication manager logs and medtronic data reports. The rep just interrogated without a programming with patient. No surgical intervention occurred nor was it planned. The patient's medical history included a spinal cord injury at c5-6. The patient's status at the time of report was reported as alive and no injury. Additional information was received. It was reported that the reason that the healthcare provider (hcp) performed a new programming (reprogramming) was that the hcp is still looking for the programming setting for the best ability improvement. Before the new programming/reprogramming the patient received effective therapy. The patient felt electric shock and spasm. What was meant by "this setting can be used for 9ma in the past" was that the hcp was first able to increase to 9 ma before the patient showed any spasm symptoms. No system revision has taken place recently. When the patient had a spasm, he almost fell from his wheelchair. From the reports it can be seen that the impedance values are indeed all in range. The reports do not show any abnormalities that could relate to the less therapeutic effect from the intellis system the patient is experiencing. Additional information was received. It was reported that the location that the patient felt the electric shock was in the spinal cord. The patient felt it when the hcp did a new programming (2 new programs). The hcp decided to change settings to stop this issue. The patient started experiencing the shocking sensation since the hcp did a new programming on (B)(6) 2023. The shocking sensation is not only present when the stimulation is on; the hcp turned off the stimulator but it continued for about 2 hours.

Manufacturer narrative:
Foreign: thailand medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.